Event description:
It was reported that they had low blood glucose level. Customer¿s blood glucose was 1.8 mmol/l at the time of incident. Customer treated low blood glucose level with food. Customer's current blood glucose level was 5.6 mmol/l. Customer was assisted with troubleshooting. Customer had been using insulin pump system within 48 hours of low blood glucose event. Auto mode feature was not activated at the time of low blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.